Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's buttons were unresponsive when attempting to bolus. Customer stated their insulin pump did not ramp up when attempting to set the units. The customer could not recall any significant events leading to the keypad issue. The customer's blood glucose was 4 mmol/l. Customer was advised their insulin pump needed to be replaced. No additional information provided.